Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Type of procedure: stomach bypass. According to the reporter: magazine pushed the tissue on the pressure plate side in front of itself (magazine). Partially, the staples fell into the stomach area unformed. The stomach part, where the anastomosis should be made, got open. This happened with the magazines 45 and the magazine 60. New magazines were used to finish procedure. Part of the tissue that was cut but not stapled had to be resected with the new magazine resulting in tissue loss. There was extension of or time by more than 30 minutes. There was no blood loss, and no extension of incision. Clips had to be removed out of the patient cavity, and no reinforcement material was used.